Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR report: 3006705815-2019-00932. It was reported the patient lost therapy 3 to 4 months ago. X-rays showed lead migration occurred. As a result, both leads were replaced on (B)(6) 2019. Effective therapy was established post-operatively.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-00932.